Event description:
The customer biomedical engineer (biomed) stated that a pic ix unit that was reconfigured by philips to include step-down unit, and now the popup alarms are not working on the bedsides. The device was not in clinical use at the time the issue discovered.